Manufacturer narrative:
The reported event of a header anomaly was confirmed. The field reported that the atrial contact spring was displaced and then fell out of the header. The atrial contact spring was not received with the device.

Event description:
During initial implant procedure, the atrial lead was unable to advance into the header. Additionally, when attempting to turn the set screw a portion of the header fell onto the floor. A new device was implanted to resolve the event. The patient was stable.